Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with injection of vancomycin 2gm stat (route not reported) and tobramycin 40 mg (route, frequency, and duration not reported) for peritonitis. The cause of the event was unknown. Action taken with therapy was unknown. At the time of this report, the patient had recovered. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).